Event description:
The rptr stated that, the pump will to detect syringe size. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The unit correctly accepted all bd syringes from 1cc to 60cc sizes. The size calibration was out of spec at the "no syringe" size and would not recalibrate properly due to a nonfunctional size potentiometer. Medex was unable to confirm the issue. However, the size calibration was out of spec due to a nonfunctional size potentiometer, which can contribute to an alert condition or to the pump correctly identifying a syringe. This issue is being monitored for trend. The unit was repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.